Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for evaluation?: yes. D.10. Returned to manufacturer on: (B)(6)2020 h.6. Investigation: one used sample, one used syringe, and three representative samples were received by our quality team for evaluation. The used sample was subjected to visual inspection, which showed that the valve had moved towards the cannula hub luer side, confirming the customer experience. The used syringe is not manufactured by bd tuas, so no investigation was done. The three representative samples were subjected to visual inspection, valve injection test, and the catheter adapter leak test. These samples passed the inspection criteria and no abnormalities were observed. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the quality team's investigation, the root cause of the leakage is due to the injection valve moving within the cannula hub. A trend for the moving injection valve has been observed for this product line. A project, CAPA#1379444, has been started to further determine the reason for the moving injection valve in the venflon pro safety so that a fix can be made to further prevent this issue.

Event description:
It was reported that the valve moves and does not align with the catheter hub during use with a bd venflon pro safety 18ga. The following information was provided by the initial reporter, translated from italian to english: in four or five pieces the body of the internal valve (grey part) moves and not being aligned with the valve hub does not allow its use. This is definitely a manufacturing defect. They have both the device damaged (contaminated) and 4500 pieces of the same batch of the one reported.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the valve moves and does not align with the catheter hub during use with a bd venflon pro safety 18ga. The following information was provided by the initial reporter, translated from (B)(6) to english: in four or five pieces the body of the internal valve (grey part) moves and not being aligned with the valve hub does not allow its use. This is definitely a manufacturing defect. They have both the device damaged (contaminated) and 4500 pieces of the same batch of the one reported.